Manufacturer narrative:
(B)(4). Report source: (B)(6). Product is in process of being returned to zimmer biomet for the investigation and a follow-up MDR will be submitted upon completion of the investigation. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02027, 0001822565-2020-02028, 0001822565-2020-02029, 0001822565-2020-02030, 0001822565-2020-02031, 0001822565-2020-02032, 0001822565-2020-02034, 0001822565-2020-02036, 0001822565-2020-02039, 0001822565-2020-02040, 0001822565-2020-02041, 0001822565-2020-02042, 0001822565-2020-02043.

Event description:
It was reported that during warehouse inspection, debris was found in the sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6. Complaint sample was returned and evaluated against the reported event. Visual examination of the returned products confirmed the presence of loose particles in some of the products. For lot number 64545160, 8 of the 20 pouches contained one loose blue particle. For lot number 64655319, 6 of the 20 pouches contained one loose blue particle. DHR was reviewed and no discrepancies were found. The reported items were considered non-conforming when they left zimmer biomet. The loose particles likely came from the excess flash generated during the molding process of the products and/or during the trimming of this excess flash. The root cause of the reported issue is attributed to the manufacturing errors. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.